Manufacturer narrative:
Based on the completed investigation, the identity of the foreign objects in the jet tube could not be determined. The burn on the plastic distal end, and the scorched tip were likely due to the use of a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. The root causes of these malfunctions, however, could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a foreign object was observed on the gastrointestinal videoscope's jet tube. Additionally, there was a burn on the plastic distal end cover and signs of scorching on the metal tip. There was no patient involved.